Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 01/26/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of e-3 error; test strip error. The e-3 error occurred as soon as the test strip was inserted in the meter. During the call on (b)(46 2016, the customer reported feeling well and was not experiencing any symptoms. Medical intervention was not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-3 as soon as the test strip was inserted in the meter. Customer stated test strips were not stored in areas of high humidity but did state that the strip was left out of the vial and the lid was left open. The test strip lot manufacturer's expiration date is 08/14/2017 and open vial date at time of call is four months; test strips not opened within 120 days. At time of call on (B)(6) 2016, an adverse event was not reported.